Event description:
A report was received that a patient died due to complications from the medication before the implant procedure began. No device was ever implanted.

Manufacturer narrative:
Additional information was received that the patient had a reaction due to the medication for sedation and stopped breathing. The procedure was aborted and the patient did not regain consciousness.

Event description:
A report was received that a patient died due to complications from the medication before the implant procedure began. No device was ever implanted.